Manufacturer narrative:
Initial.

Event description:
It was reported that after a supply change on an ilet insulin pump, the user experienced a fingerstick blood glucose of 543 mg/dl with low ketones, declined another supply change due to limited insulin, removed the cannula without visible damage or leakage, and reverted to backup subcutaneous insulin therapy; subsequent glucose trended down while using another pump. Symptoms included hyperglycemia, nausea, and vomiting. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to link a specific device component or failure to the event. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.